Event description:
Approximately 10 samples with erroneous results for sodium and potassium. Only one sample provided as follows: initial sodium result 85 meq/l, repeat 146 meq/l; initial potassium result 1.9 meq/l; repeat 3.5 meq/l. The initial results for all samples were not reported. The field service representative determined there was a problem with the reference electrode. The instrument was repaired.